Event description:
The procedure was performed via femoral access from right to left sfa. The turbohawk cutter jammed after 3 insertions. Examination of the returned device found pieces of stent (unknown make and model) contained within the cutter housing.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.